Event description:
Procedure type: laparoscopic. According to the reporter: the sheath protecting the expandable sleeve broke off at the tip while the surgeon was removing the port from the body. He saw the piece fall and was able to retrieve it without any injury to the pt. The stray piece was identified and removed before closing the port site. No pt injury was reported.